Event description:
Pt was receiving first dose of vancomycin 1gm/200 cc ns IV over 60 min. She began complaints of "itching on the neck." Pt was wearing latex gloves during the procedure and later reported a latex allergy, the drug was dropped and the gloves removed. Ceftriaxone 2gm/100cc ns was then begun. The pt again complained of itching. The drug was stopped and the pt was given benadryl 25 mg po. The pt had no further problems. Diagnosis or reason for use: I and d of index finger.